Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 600 mg/dl. After the occlusion alarm, the customer received a resume pump alarm. The infusion set site was changed and a correction bolus was delivered in an attempt to address the bg level. The customer was transported via ambulance to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with an intravenous drip. During troubleshooting with tandem technical support, the customer saw air bubbles in the tubing. The customer also indicated that a low battery alert sounded as the customer had chosen not to charge the battery. The customer successfully charged the pump. Although requested, additional information regarding the customer's discharge date was not provided.